Event description:
A malfunction was reported on a pump due to a software error detected by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise.